Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they used the clinician programmer to clear the por. They stated that the patient connected to their implantable neurostimulator (ins) and was able to turn on stimulation normally, and increase/decrease their settings without any issues. The por was resolved. The rep stated that the cause of the por was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the recharger and programmer showed power on reset (por) screen. The patient reports he has charged device weekly and has never allowed device to deplete for an extended period of time. The patient was talked through clearing the por screen with the patient programmer and the patient was able to turn stimulation and was working per norm. The patient reported the ins was 3/4 charged. The patient last charged on sunday. The patient had an upcoming appointment (B)(6) 2018 and was requesting that a rep be present. No patient symptoms were reported. No further complications were reported/anticipated.